Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the battery pack could not hold a sufficient charge and that the right monitor's contrast could not be adjusted. The battery pack and the right monitor were replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 displayed "regulator charger error" prior to a procedure. It was also reported that the right monitor was considerably lighter than the left monitor. There was no adverse patient involvement reported. There was no patient information reported.